Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 years and 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that on (B)(6) 2016, the patient experienced a gastrointestinal (gi) bleed. An upper gi endoscopy confirmed gastric arteriovenous malformations (avm¿s). The avm¿s were cauterized on (B)(6) 2016. On (B)(6) 2016, the patient presented again with symptoms of dizziness, lightheadedness, fatigue, and black stools. The patient¿s hemoglobin was 5.7 g/dl. The patient was discharged to home on octreotide.